Event description:
Event description boston scientific received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) may have received an inappropriate shock. It was reported that the device is programmed to vvi-r and there is no atrial lead. It was noted that electrogram (egm) strips would be faxed in for technical services (ts) to review. A boston scientific ts consultant noted that this appears to be very rhythmic oversensing on the rate/sense channel only. It was noted that this created an inappropriate shock and pacing inhibition of over 3 seconds. It was also noted that the patient complained of feeling lightheaded.